Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
If the moldable essence was thicker it might stretch easier. I have used a dentist-made mouth guard for years. Its replacement was prohibitively expensive so I tried yours. The moldable part broke through as I stretched it--came apart from the base piece at it stretched--on both pieces-so I cannot use. If you'll replace, thanks.